Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure,16 minutes into the case, it was noted that the fiber stopped firing from the side and started firing from the tip. The fiber was exchanged and the second fiber was used to complete the case. Patient outcome: no injury to patient or user reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-618a-2671: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: first fiber joules used: 116,640; time expended: 16:21 minutes of use.